Manufacturer narrative:
A supplemental MDR is being submitted due to review of medical records. Added sections a2, b1, b5, b7 and h6: device codes. Added d4, d6 and h4 due to new information received. The investigation is still ongoing.

Event description:
As reported by the field clinical specialist, approximately 5 years and 7 months post transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the pulmonic position, the patient presented with valve failure that was attributed to pvl and central leak. The physician performed a bav with 26mm true-dil but pvl persisted around lcc. A new 26mm s3u valve was implanted +1 cc at 80/20. Post op no pvl, no patient prosthetic mismatch, 4mmhg gradient.

Event description:
As reported by the field clinical specialist, after a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, the patient presented with valve failure that was attributed to pvl. The physician performed a bav with 26mm true-dil but pvl persisted around lcc. A new 26mm s3u valve was implanted +1 cc at 80/20. Post op no pvl, 4mmhg gradient.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided. H3 other text : na.

Manufacturer narrative:
A supplemental MDR is being submitted for corrections to section b5. This event was determined to be a duplicate of a previously reported case under manufacturing report number: 2015691-2023-11576.

Event description:
As reported by the field clinical specialist, approximately 5 years and 7 months post transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, the patient presented with valve failure that was attributed to pvl and central leak. The physician performed a bav with 26mm true-dil but pvl persisted around lcc. A new 26mm s3u valve was implanted +1 cc at 80/20. Post op no pvl, no patient prosthetic mismatch, 4mmhg gradient.